Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that they experienced high blood glucose. The customer's spouse reported that they received a no delivery alarm. The customer's blood glucose was 277 mg/dl at the time of incident. The customer's blood glucose was 407 mg/dl at the time of call. The customer's spouse stated that the insulin did exit during fixed prime. The customer's spouse stated that the cannula was bent. The insulin pump will not be returned for analysis.